Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coil embolization of renal artery 3mm vessel, this coil would not detach with an instant detacher. The physician attempted 3 times with instant detacher to detach the coil, but the coil did not detach. The physician did not try to detach the coil with manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) or another detacher. Two more coils detached with same instant detacher and procedure completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged and had lost its original shape and still attached to the pushwire within the introducer sheath. The instant detacher was not returned for evaluation as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, an in-house instant detacher was used, and concerto implant coil successfully detached from the pushwire on the first attempt. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. We were unable to determine the cause of non-detachment; however, the intact tack weld replacement (twr) crimps likely led to the reported event. The intact tack weld replacement crimps is evidence that the instant detacher did not break the tack weld replacement crimps; thus, prohibiting the actuation of the detachment mechanism. The cause for the damages to the concerto coil could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.